Event description:
One day fter implant, the atrial lead dislodged and the physician was unable to reposition due to patient's anatomy. Therefore, the lead was explanted and replaced with an active fixation lead.